Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 58-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The medical team attempting to implant an impella 5.5 made numerous attempts to get stable position of the pump but they were unable to due to patient's anatomy. Decision was made to explant the impella 5.5 and re-implant a 5.0 pump due to ability to pigtail to stabilize in apex. No lasting harm or injury to the patient for the delay in support in initiation.

Manufacturer narrative:
The investigation into the reported positioning issue has been completed since the original report was filed. The device was not returned by the medical facility. The cause of the positioning issue is patient condition as due to the anatomy of the patient, md could not position the pump correctly.